Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested as the caller reported it looked like therapy was exhausted for atrial fibrillation with very fast rapid ventricular rate (rvr). A boston scientific technical services consultant stated this could be ventricular tachycardia as it was not correlated and was very stable. It was noted that the patient had been non compliant with medication. The consultant recommended the caller consult with the patient's cardiologist. No adverse patient effects were reported.